Event description:
Office had an opal seal syringe tip that was blocked and the material was expressed out of the syringe into the patient's eye. The patient was a (B)(6) girl and they immediately flushed her eye with water. Office was reluctant to provide a lot of the information needed. All she would say was that the incident took place in their (B)(6) office in (B)(6) and the tip may have been on the syringe for a week. The tip was blocked so she applied more pressure and the tip came off and the material expressed out of the syringe and into the patient's eye.